Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Patient had a superdimension procedure on (B)(6) 2015. On (b)(64) 2016 the patient was found in full cardiac arrest and resuscitation efforts were unsuccessful and the patient died. Site reports that the death was not related to enb device or procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.